Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the home therapy manager (htm) of a 70-year-old female patient with a medical history including anemia, diabetes type I and acute kidney failure stating the patient experienced became nauseous with hypotension (98/52 mmhg) during a hemodialysis treatment on (B)(6) 2025. The patient experienced cramping with shortness of breath (sob) and was administered intravenous diphenhydramine (benadryl) and methylprednisolone (solu-medrol), doses not specified. Additional information was received on 08 aug 2025 from the htm who stated that the patient recovered without sequelae.